Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated due to pocket pain. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.